Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, it is suspected that a portion of the product may have broken off and may remain within the patient's abdominal cavity. X-rays and CT scans were taken and what appeared to be a part was confirmed, but it is unclear whether it is the broken part of the product in question.